Event description:
Event description cpi received information that at the routine follow-up appointment it was noted that the atrial lead impedance and p-wave measurements had decreased. Atrial thresholds had increased.